Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with unspecified juvéderm® voluma¿ in ck1, ck2 and ck3 on the left side. Fifteen days later, a granuloma reaction occurred in the left cheek. Biopsy was not provided.